Manufacturer narrative:
Product is not returned as it is still in service. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this lead was originally placed as a his lead. Additional information received states that at the original implant as a his lead, the physician experienced placement difficulties and expressed concern that the his catheter was difficult to split with the universal cutter and felt it was a contributing factor to the lead dislodgement. It was found during routine follow up that this lead exhibited thresholds changes and loss of capture. The lead maintained its position, so it is suspected that this lead was partially dislodged. This lead was repositioned and converted to a right ventricular (rv) lead. This lead remains in service. No additional adverse patient effects.